Event description:
Family member of home pt (hp) reports calling technical service center for assistance while noting hp uses one homechoice set per week, as instructed by their rn. Rn reports pts are to use a new set with each treatment. Rn reports family member was initially trained at a different unit to use one set per week; however, has since been trained to use one set per treatment. Rn reports family member is very non-compliant and makes "inappropriate choices". No pt injury or medical intervention required as a result of incident.